Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that noise resulting in pacing inhibition and inappropriate therapy was observed on the right ventricular (rv) lead. Further testing was anticipated. No programming changes were made. There were no patient consequences.